Event description:
Customer reported the monitor is going dark and not restoring. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the monitor settings. System operates as intended.